Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the drill bit was taken from the instrument set and put through the drill guide. The tip broke off before using, and it has been binned. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm. This is report 1 of 1 for complaint (B)(4).